Manufacturer narrative:
(B)(4).

Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The cause of the peritonitis was unknown. The patient was treated with vancomycin for the event. On a later date, the patient was discharged from the hospital. At the time of this report the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h12h07087, h12j01053, h12l07031, h13a04047, h13c05032, and h13c21021 and no exceptions were observed that were related to the reported condition. A review of all batch record documents was performed on potentially associated lot number h12j03034 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).